Manufacturer narrative:
A supplemental MDR is being submitted due to FDA correction request.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for post implant paravalvular leak was confirmed based on provided imagery. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''approximately 1 month post-tavr procedure, the patient complained of worsening fatigue in follow-up and was sent to the emergency room for evaluation. A tee showed new moderate to severe pvl around 23 sapien. The patient was brought back to or and the valve was post-dilated with 23 and 24 trudil balloons via hand inflation (low atm). The peri-procedural tee showed trace pvl and new trace central ai after post-dilation. It was alleged that the initial valve was not inflated for full five seconds and thus not fully deployed in the initial procedure. Per clinical imaging review this was a case with borderline annular sizing 23 vs 26. The site implanted a 23mms3. Pvl was noted on day of implant and worsened over time. A bav improved the pvl leak to trace, patient now also has trace central ai.'' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, it was suspected that the valve was not fully deployed (under-expanded) during the initial procedure, and paravalvular leak was observed. Over the time, under-expanded thv can potentially compromised the seal provided by the skirt between the valve and target site (native annulus), leading to moderate to severe paravalvular leak as observed. After the post-dilation, the paravalvular leak was trace. As such, available information suggests that procedural factors (under-expanded thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A voluntary medwatch was submitted under report #(B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 1 month post-tavr procedure with a 23mm sapien 3 ultra, the patient complained of worsening fatigue in follow-up and was sent to the emergency room for evaluation. A tee showed new moderate to severe pvl around the valve. The patient was brought back to or and the valve was post-dilated with 23 and 24 trudil balloons via hand inflation (low atm). The peri-procedural tee showed trace pvl and new trace central ai after post-dilation. It was alleged that the initial valve was not inflated for full five seconds and thus not fully deployed in the initial procedure. Per clinical imaging review this was a case with borderline annular sizing 23 vs 26. The site implanted a 23mms3. Pvl was noted on day of implant and worsened over time. A bav improved the pvl leak to trace, and the patient now also has trace central ai.